Manufacturer narrative:
The hill-rom tech found screws broke loose from siderail not allowing it to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the siderails to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail would not latch. The bed was located at the account. There was no pt / user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).